Manufacturer narrative:
Correction: d6a.

Event description:
It was reported that this pacemaker reverted to safety mode. This was discovered during routine follow up when the device was interrogated. Device replacement was scheduled. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker reverted to safety mode. This was discovered during routine follow up when the device was interrogated. Device replacement was scheduled. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.